Manufacturer narrative:
In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr was unable to duplicate the alarms, however, the unit was not delivering volumes at any setting, there was an audible leak, and the unit needed the settings to be reconfigured. The gas delivered engine needed to be replaced and replacement parts will be delivered. Once evaluation and repair has been completed, then a supplemental report will be submitted.

Event description:
The customer reported that during patient use, the ventilator alarmed circuit occlusion and extended high p peak. The was no patient harm as the patient was switched to alternate ventilation.

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.